Event description:
It was reported that during the implant procedure, in an attempt to position this left ventricular lead within the coronary sinus, the physician suspected a product defect which inhibited successful lead placement. For this reason, the lead was removed and later returned for laboratory analysis. No post procedure adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was thoroughly tested. Visual inspection confirmed a complete and intact lead. Laboratory technicians were able to confirm an obstruction within the lead body, based on a failed stylet insertion test. The point of obstruction was approximately 55 cm from the terminal pin and likely due to an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction at the attempted implant.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the implant procedure, in an attempt to position this left ventricular lead within the coronary sinus, the physician suspected a product defect which inhibited successful lead placement. For this reason, the lead was removed and is intended to be returned for laboratory analysis. No post procedure adverse patient effects were reported.